Event description:
During a follow-up visit on (B) (6) 2010, numerous instances of non-delivered shock therapies occurred due to "overload". After a review/analysis of the follow-up data, the physician decided to perform a revision. Damage to the ICD can and lead insulation was identified, so the physician intended to replace the system. Difficulties were obtained when attempting to position a new lead, so it was decided to repair the subject lead and subsequently left implanted. Testing of the system revealed normal function.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.